Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. While performing an angiogram of the left superior pulmonary vein with the faradrive sheath, the physician observed a significant presence of air bubbles within the sheath. Despite attempts to clear the bubbles, new ones continued to appear, suggesting that the sheath was drawing in air. It is believed that the air bubbles were located in the sheath shaft. It is not believed that air entered the patient. The sheath was replaced to proceed with the procedure. No patient complications were reported. The device is expected to be returned for further analysis.

Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. While performing an angiogram of the left superior pulmonary vein with the faradrive sheath, the physician observed a significant presence of air bubbles within the sheath. Despite attempts to clear the bubbles, new ones continued to appear, suggesting that the sheath was drawing in air. It is believed that the air bubbles were located in the sheath shaft. It is not believed that air entered the patient. The sheath was replaced to proceed with the procedure. No patient complications were reported. The device is expected to be returned for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. The "cause traced to device design" conclusion code was selected for the allegation of "visible air/bubbles" as inspection found the internal valve torn on the inner face by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. E1 initial reporter phone number: (B)(6).